Event description:
Caller reported a cgm error 42, experiencing issues with their sensor. There was no adverse impact to the customer's blood glucose level. Cts provided information for a complete pump reset, and after resetting the pump, the cgm error code did not reappear. The caller successfully started their sensor session, resolving the issue.